Event description:
The following information was provided: screw fell out of the new angled saw attachment and into the patients wound. Surgeon retrieved the screw and confirmed it was the only one missing from the saw and that it was fully intact. Case type / application: tka 2.1.

Manufacturer narrative:
An event regarding disassociation involving a mako saw attachment was reported. The event was confirmed as the serial number falls within the scope of nc. Method & results: product evaluation and results: the event was confirmed as the serial number falls within the scope of nc. Clinician review: the event was confirmed as the serial number falls within the scope of nc. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure was confirmed as the serial number falls within the scope of nc. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.